Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer screen was out of calibration. It was also indicated that the keyboard was broken. The programmer was repaired and returned for service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was out of calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.